Event description:
Patient reported receiving on 09 (technical inspection due) alarm, but did not receive the warning alarm before. She indicated that the deivce failed to provide on alert/error message. Patient did not report experiencing any physiolgoical effects associated with this issue. No medical assistance was required. Product was requested to be returned for evaluation.